Event description:
The pt had back surgery on 12/15/95. At that time, instrumentation was done. Approx 1 1/2 months ago, pt developed pain. A lumbar spine study was done and demonstrated a fraccture of the screw and rod. On 8/17/95, the pt had re-exploration of the area to revise the fusion and replace the screw and rod that had been fractured. The pt has refused to return the screw.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.